Event description:
It was reported that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the mid-lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 8 atm's on the initial inflation. The patient was asymptomatic during this event. A whisper guidewire (size unknown) and a mach 1 guide catheter were also used in this procedure, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick monorail catheter was removed and discarded by the facility. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.